Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("bilateral salpingectomy by laparoscopy in order to successfully remove essure, after which all her problems disappeared") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced medical device removal (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (bilateral salpingectomy by laparoscopy). Essure was withdrawn. At the time of the report, the medical device removal had resolved. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2016: correct date of valid case detection. Company causality comment: this non-medically confirmed report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced bilateral salpingectomy by laparoscopy in order to successfully remove essure, after which all her problems disappeared (interpreted as medical device removal). The adverse event, serious due to medical significance, is in principle anticipated in the reference safety information of essure. In the absence of specific information on the case, but considering the description of the event, a causal relationship with essure inserts cannot be excluded (related). This case was classified as incident because intervention was required for device removal. A product technical investigation is awaited.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("bilateral salpingectomy by laparoscopy in order to successfully remove essure, after which all her problems disappeared") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy by laparoscopy). Essure was removed. At the time of the report, the medical device removal had resolved. The reporter considered medical device removal to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 27-jul-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 681 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the non-health professional is not possible. Most recent follow-up information incorporated above includes: on 27-jul-2017: no contact details are available to request further information. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of medical device removal ("bilateral salpingectomy by laparoscopy in order to successfully remove essure, after which all her problems disappeared") in a female patient who received essure. On an unknown date, the patient started essure. On an unknown date, the patient experienced medical device removal (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (bilateral salpingectomy by laparoscopy). Essure was withdrawn. At the time of the report, the medical device removal had resolved. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-apr-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced bilateral salpingectomy by laparoscopy in order to successfully remove essure, after which all her problems disappeared (interpreted as medical device removal). The adverse event, serious due to medical significance, is in principle anticipated in the reference safety information of essure. In the absence of specific information on the case, but considering the description of the event, a causal relationship with essure inserts cannot be excluded (related). This case was classified as incident because intervention was required for device removal. According to the product technical investigation, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.